Event description:
The following has been reported: biomed reported log failures, biomed cleaned pins. No patient harm. Waiting for biomed to power on pump so logs can be downloaded. Added logs from dec 21st due to last power down date of dec 22, potentially pump has been in biomed shop since that date. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp clearly indicated a negative leak with the failed basic hardware check. Since the basic hardware check was successful when the neg-vent valve was overridden to stay open and the tubing was clamped, this is an indication of a neg-vent valve failure. The valve was not inspected for the cause of the failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.